Event description:
It was reported the lead was too large for the vessel at implant attempt. The lead was not used and was replaced. It was also reported the device was explanted and replaced due to eri (elective replacement indicator). The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Device model d154awg is part of the advisory for this model. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood/body fluid was present on the distal conductor. (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.